Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. The patient was treated with unspecified medicine (in their solution bag, dose, frequency and duration not reported). Pd therapy was ongoing. Patient outcome was not reported. No additional information is available.